Event description:
The hemostasis valve would not tighten down completely on the 0.014 wire. It would not hold it in place compared to other devices. No harm or injury reported.

Event description:
Reporter alleged obtaining the results of 175 mg/dl, 231 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.